Event description:
The patient's father reported that the battery cap threads were worn. It was reported that the pump will no longer hold power.

Manufacturer narrative:
It was indicated that the battery cap was out of warranty. The user guide instructs the patient to replace the battery cap every 6 months. The product has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).